Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During the customer¿s call with olympus technical assistance center (tac) personnel, it was determined that the cabling for the unit was compromised. The customer intends to order replacements at a later time. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that her olympus evis exera iii video system center was not displaying an image with any 180 series scopes. According to the initial reporter, 190 series scopes were functioning without issue. There was no patient harm reported as a result of this event.